Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2011 and performed self-tests, alongside random manual power ons, up to the (B)(6) 2016. The device records multiple occasions were the temperature recorded is below the recommended minimum standby temperature. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were recorded in the device memory between (B)(6) 2016. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. This resulted in ten minute time outs which led to the depletion of the pad-pak. The ten minute time outs and the excess current drain measured along with the green status led being extinguished and the measurements taken would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device red status indicator flashing and beeping.